Manufacturer narrative:
Additional information: sections a-2: patient age/date of birth, a-4: patient weight, and a-5: patient ethnicity and race: unknown, asked information unavailable. Section d-6a: date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b: date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during implantation the diu375 model intraocular lens (iol) had a noticeable scratch and was unable to unfold. Back-up iol was used to complete the procedure and there were no issues with the second iol that could have harmed the patient however, minor delay was reported. No further attention was needed, no delay, no sutures, and directions were followed. Patient daily activities were not affected. Patient status post-procedure was reported as no impairment. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 14-feb-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received inside the original folding carton. The complaint simplicity was visually inspected under magnification revealing that the cartridge tip was damaged/ deformed. Ovd was observed to be disbursed throughout the cartridge. The lens module was opened and inspected and ovd was observed inside the lens module, indicating that an excessive amount of ovd was used, which could contribute to the compliant issue reported. No damage to the lens module, plunger rod, or handpiece was observed. No lens was received for evaluation. Complaint issue "cosmetic issues" and "unfolding issue" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.